Event description:
It was reported that stent damage occurred. During preparation of a 32x2.75mm omega¿ stent, kink on the tip of the stent was noted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).